Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient had the urge to go, but was unable to void as if they had retention. The next day, patient was concerned that they had to void, held it, was unable to go, and felt retention. They are scheduled for lead removal on (B)(6) 2017, but would like to extend the trial. On (B)(6) 2017, patient reports having controller issue. They tried troubleshooting with the sales rep and isn't sure what to do next. They had to put a foley back in to assist with emptying their bladder. No device issue and no further patient complications have been reported as a result of this event.